Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: device evaluation update: the complaint device was received and evaluated at service center. Per service manual operational and diagnostic analysis does not confirm the reported issue (outflow problem). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted on service report will be conducted on this complaint. We cannot determine a root cause for why the customer experienced the reported problem. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated at service center. Per service manual operational and diagnostic analysis does not confirm the reported issue (outflow problem). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted on service report will be conducted on this complaint. At the time of the investigation, the root cause of the failure mode is undetermined. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that before an unspecified surgical procedure, it was observed that the fms vue pump device had outflow problems. According to the reporter, the outflow wheel was spinning at a high rate for no reason. The procedure was completed using a second pump. It was not reported if there was a delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.